Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was getting an MRI for back pain. It was unknown if the back pain was related to the device/therapy. It was reported that the patient does not use the scs and the stimulation was not turned on. The caller was not sure why the patient doesn¿t use the ins, but noted that they do keep it charged. It was reported that when the patient turns the ins on, it ¿shocks¿ them and makes them fall to their knees. No further complications are anticipated.